Event description:
Initial report indicated that patient was experiencing tooth pain. Attempts to obtain further information were unsuccessful. It was later reported that the patient's device was programmed to off due to jaw pain in 2001. The jaw pain continued 3 months after device was programmed to off. The pt was also reportedly having problems with brittle bones which caregiver believed may be related to the pt's medication. Further investigation revealed that the patient had been complaining of both tooth and jaw pain prior to being implanted with the vns. The site is currently investigating a drug interaction that may be contributing to the pain and brittle bones.